Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to charge the ipg for approximately four months. In time, the ipg became inoperable and was unable to communicate with external devices. To address the issue, the physician explanted and replaced the ipg with a new model. The new ipg was placed in a new pocket site for comfort.

Manufacturer narrative:
The device was not returned for evaluation.  The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.